Manufacturer narrative:
(B)(6). Examination of the submitted device confirmed bracket delamination. A search of the complaint database found additional reports of bracket delamination for sigma hp instrument cases against the complaint sample product code. Previous investigation did not conclusively determine the root cause, although it is the supplier manufacturing process related. Details of this issue have been documented through pra / hhe (B)(4) and CAPA (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
The trays are delaminating.